Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section b3: date of event: unknown, information not provided. Section d6a: unknown/ asked but not available, if the lens was implanted. Section d6b: unknown/ asked but not available, if the lens was explanted/removed section h3: the device was not returned for evaluation as it was indicated lens was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded intraocular lens was wasted due to capsule rupture. Additional information indicated that the details were not recorded, and the lens was disposed. No further information was provided.